Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was unable to be confirmed. The explanted devices were returned for evaluation. Visual examination identified signs of being implanted, however, there was no obvious damage identified indicating instability. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00585004202, distal femoral component, lot # 63644368, 00585002026, articular surface, lot # 62945227, unknown segmental stem extension, unknown stem collar. Report source: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04155, 0001822565 - 2019 - 05354, 0001822565 - 2019 - 05355, 0001822565 - 2019 - 05356.

Event description:
It was reported that in an unknown timeframe, the patient underwent a revision of the tka due to instability. Attempts have been made and no further information has been provided.